Event description:
The patient had been experiencing "secondary symptoms of numbness, pain from peripheral neuropathy, and jitters." The pt is reported to be getting good spasticity control. The hcp is doing a radiolabled indium study.